Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint surgery, the 2.9mm osteoraptor anchor broke after its implantation. All the pieces were removed from the patient by tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device in the original drilled bone hole. No void was left in patient. The current status of the patient is good and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and a fractured anchor were returned. The suture material is through the suture window and the anchor is fractured at the proximal end. The returned items have debris on them. A review of the customer provided image finds the complaint device, with the fractured anchor and suture material disengaged from the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports, the breakage of an anchor after implantation. Per case details, all pieces were retrieved using tweezers. As of the date of this medical investigation, the requested clinical documentation (including the surgical technique) has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The procedure was reportedly completed with a back-up device in the originally drilled bone without a void being left in the patient. Patient impact beyond the reported is not anticipated as all broken pieces were removed from the patient and the current status of the patient is good. No patient injury has been alleged. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.